Manufacturer narrative:
Changes made to h6:evaluation method, h6 evaluation result, h6 evaluation conclusion.

Event description:
It was reported that during a prescheduled pacemaker change out, the terminal pin of this right ventricular (rv) lead separated from the lead body. It was noted that this occurred during the tug test. This lead was capped and surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a rescheduled pacemaker changeout, the terminal pin of this right ventricular (rv) lead separated from from the lead body. It was noted that this occurred during the tug test. This lead was capped and surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.